Manufacturer narrative:
(B)(4). It should be noted that the diabetes mellitus is a known contributor to hypoglycemia and vertigo.

Event description:
Distributor on behalf of patient contacted dexcom on 12/04/2015 to report that patient experienced intermittent audio output on (B)(6) 2015. Patient reported not feeling well, and at the time of contact with the distributor, patient was having vertigo and hypoglycemia. Upon checking her continuous glucose monitoring system, the receiver read at 40 mg/dl. Patient states the alarm for low blood glucose was set at 70 mg/dl, however the receiver did not alarm the patient. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR submitted on 12/28/2015, additional information was provided by the distributor. It was reported that the patient felt common symptoms of hypoglycemia; in particular, hunger, sweating, pale skin and vertigo. Patient self-treated by drinking fruit juice. Patient did not require further medical intervention. Additionally, it was reported that the patient is in her normal state of health. No additional event or patient information is available. The complaint states that the patient experienced common symptoms of hypoglycemia. It should be noted that diabetes mellitus is a known cause of hypoglycemia.